Manufacturer narrative:
This report is submitted on may 25, 2021.

Event description:
Per the clinic, the patient was administered antibiotics (date and duration not reported) due to extreme pain around her implant. Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
This report is submitted on october 8, 2021.

Manufacturer narrative:
Per the clinic, the patient developed staph infection at the implant site and the device was explanted on (B)(6) 2021. Re-implantation is planned but had not taken place at the time of this report. This report is submitted on september 03, 2021.